Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error m-02 is attributed to a faulty component of the vio integrated electrosurgical generator unit (iesu). M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm issue per system logs. Upon visual inspection, the unit was in good cosmetic condition. The iesu was tested using a golden system, and errors m-02-3 shows up on startup. Iesu error log shows c-00 (B)(6) 2025 09:46 am and m-02 (B)(6) 2025 09:46 am. As a result of these findings, the root cause of the reported event could not be determined.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the cautery was not working, and the customer was getting an error m-02 from the generator. Site tried rebooting, turning off and unplugging power but issue persists. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended swapping with another vision side cart (vsc). The site said they were going to try that step. It is unknown if they converted the procedure to another da vinci system. There was no reported injury to the patient.